Event description:
Reporter noted handpiece wasn't functioning well. Corneal burn occurred during sculpting. Changed out unit, handpiece and cassette to complete case. Sutured wound to close. Patient is reportedly recovering well.